Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, fluoroscopy showed the left ventricular (lv) lead had dislocated from the fixation site and the lead was withdrawn from the patient. The lead helix was inspected and it was noted the helix had become stretched. It was suspected the lead was pulled at the time of the hemostasis procedure to resolve bleeding from the implant site and the helix had stretched. The lead was replaced. No patient complications have been reported as a result of this event.